Event description:
The customer reported that he can not see the time on the insulin pump. The blood glucose reading was not known. Prior to the event, the patient was in the sea and the unit was exposed to moisture. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.